Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic umbilical hernia repair through intraperitoneal onlay mesh technique, after insertion to the patient, the collagen layer peeled off from the polypropylene mesh while orienting the mesh towards the 3cm hernia defect. The wound was closed using a suture, and fixation was achieved with 12 points using a tacker. To avoid post-operative complications, the mesh was discarded and another mesh of the same size was used to complete the procedure. No patient complications have been reported as a result of this event.